Event description:
It was reported that the customer's pump declared an altitude alarm while they were driving, and this alarm has increasingly become more frequent. The customer's blood glucose level at the time of the event was 13 mmol/l, which is within the normal range of 3.0-27.7 mmol/l. To address the issue, technical support advised the customer to clean the pump's speaker holes and perform a series of reconnections of the pump's cartridge. Despite these efforts, the altitude alarm recurred, so the customer was instructed to use manual injections as a backup therapy, and technical support arranged for a pump and cartridge replacement. The customer was also guided on returning the malfunctioning pump for storage and shipping.